Event description:
It was reported that a user on their first day with the ilet experienced a post-meal hyperglycemic event to a reported high of 240 mg/dl after entering body weight during a meal announcement, and the glucose began declining during the call; the event did not trigger ilet alerts and did not require correction, assistance, or medical intervention. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.